Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1045 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "we had a patient who we needed to remove a PICC line on due to a split in the line externally. We did place a new PICC line no problem." Additional details: date of insertion (B)(6) 2021 and removal (B)(6) 2021. Trimmed length: 55cm. Insertion length: 10cm externally. Anchoring device: securacath. Split at: ? 5cm mark externally. No harm to the patient.

Event description:
It was reported, "we had a patient who we needed to remove a PICC line on due to a split in the line externally. We did place a new PICC line no problem." Additional details: date of insertion: (B)(6) 2021 and removal (B)(6) 2021. Trimmed length: 55cm. Insertion length: 10cm externally. Anchoring device: securacath. Split at: 5cm mark externally. No harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Curved shape memory was observed throughout the sample. A partially circumferential split was observed between the 7cm and 8cm depth markings. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed dully granular, inward curving edges. Material wear, buckling and discoloration were observed in the vicinity of the split. The split was consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking gradually cause a fracture to form and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.